Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the settings on the imaging system were checked. The ios was then unchecked and the system could then communication. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while outside of a procedure, imaging system could not establish communication with the medtronic navigation system. It was reported that the line of communication was listed as orange on the system. Restarting the navigation system and imaging system as well as testing multiple network communication cables could not restore functionality. There was no patient present when this issue was identified. No additional information was provided.